Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The user facility reported a 19-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella cp support was taken to the operation room for pseudo aneurysm in right groin. The vascular surgeon successfully achieved hemostasis via surgical wound closure including sutures. The patient is stable.

Manufacturer narrative:
The investigation for the vascular damage has been completed. The patient was taken to the operating room for pseudo aneurysm in the right groin. Hemostasis was achieved. No product was returned. The root cause of the vascular damage - peripheral vessel was not determined as no product was returned and limited clinical information was provided. D.4 revised model number from the initial submission of manufacturer device report number 1220648-2024-12835 in accordance with updated procedures. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12835 as it is unknown the initial reporter also sent the report to the FDA. H.6 added code 4641 as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12835. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-12835 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.